Manufacturer narrative:
Pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment ring was damaged. The customer's blood glucose level was 145 mg/dl at the time of the incident. The customer reported the drive support cap to appear normal. The product was returned for analysis.